Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the surgery (reference MFR. Report# 1627487-2018-03658) the l2 lead was found fractured. As a result, an additional lead at l3 was implanted. Reportedly, no devices were explanted. Post operatively effective therapy was restored.